Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The ECG "c" and "d" cable was cut and the ECG "d" dome was missing, causing the faults. The root cause for cut cable and missing dome could not be positively identified. No adverse event resulted from the damaged belt.